Event description:
During a routine follow-up, 3 mode switch episodes were noted and no holters of the mode switch episodes were stored in aida+. Upon interrogation, no messages were seen. The patient was in sinus rhythm throughout the follow-up. All testing was satisfactory. The device remains implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B) (4) holters were not displayed. Review of the electronic data and files received. The implant software specification for its on-board holter did not provide for resetting information from a low-priority fms recorded during a higher priority ventricular arrhythmia. The reported behavior involves no risk for the patient and may remained implanted. (B) (4). Conclusion: review of pm software specifications confirmed that the pm operated as specified. The embedded implant software was specified to prioritize arrhythmia events. In this particular circumstance where the pm invokes its priority arbitration scheme, the lowest-priority episode is not recorded. However, fms information is actually partially recorded even if the fms event occurs during a higher priority event; this leads to discrepancies being displayed in the aida+ arrhythmias sections : diagnosis panel (erroneous first mode switch time) and arrhythmias history histograms (number of mode switch episodes = 0 the day a mode switch episode occurred, during a higher priority arrhythmia event). This behaviour has not impact on device operation.